Event description:
(B)(6) clinical study. It was reported that unstable angina occurred. In (B)(6) 2014, the patient was presented with unstable angina as well as silent ischemia and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion was located at the proximal left anterior descending (lad) artery with 80% stenosis and was 24 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and placement of 3.00 x 28 mm promus element stent. Following post dilatation, the residual stenosis was 0%. After three days, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was presented with angina. The patient was hospitalized on the same day for further evaluation and treatment. The patient was diagnosed with unstable angina. After six days, the event was considered to be recovered/resolved and the subject was discharged on the same day.